Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thr for revision; issues with the integrity of the poly acetabular liner, thr for revision; for poly issues. Primary implant date: (B)(6) 2015. Right thr was revised (B)(6) 2018: on exposure, there were then attempts to dislocate femoral head from the acetabulum. This appeared to be difficult. The surgeon then decided to 'extract/remove' the femoral head in order to dislocate hip to then gain access to the liner within in the socket. Seemingly during this, there were pieces of what I assume are from the edge of the polyethylene liner. There were two pieces of 'loose' items removed and contained within a specimen jar within the sterile field. The poly liner was then retrieved from within the patient- with notable defects to the edge of the liner- from unknown origin. The surgeon successfully removed the original liner, and then irrigated the wound thoroughly, and then chose to put a new neutral liner (id28mm) in the patient. He elected to place a new 28mm ceramic ts delta femoral head onto the corail stem. The pinnacle cup and corail stem were on all reports very well fixed with nil issues presenting for those implants. There were no delays to surgery, all equipment anticipated and required for the revision today were accounted for. Doi: (B)(6) 2015; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).